Event description:
The customer returned the homechoice (hc) machine to baxter tampa bay for reported issue of se 2046. During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device logs: (therapy started date (B)(6) 2012 at 19:40 with ultrafiltration of 1737 ml during cycle 3). There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was sent to service.